Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot due to the receiver not turning on. The receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened and the internal inspection passed. Through troubleshooting, a defective u6 was found. Confirmation of the allegation and a root cause could not be determined.